Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted that all visual and dimensional measurements were within manufacturing specifications. The sds was returned with no blood visible, and contrast in the inflation lumen, which is consistent with the reported information that the device had not been prepared or advanced into the body. The stent implant was stationary on the balloon between the markers and not loose as reported. There was no damage noted to the stent implant as reported. The balloon was tightly folded. There was no damage noted to the sds. The yellow protective sheath was removed from the balloon without resistance noted, thus the complaint could not be confirmed. The report of a tight sheath, loose stent, or damaged stent could not be confirmed. Follow up with the account was made to determine if the incorrect product was inadvertently returned. The response indicated that no damage was verified by the physician, but rather that it was suspected to be a device issue and therefore returned the product. Factors that can contribute to difficulties removing the protective sheath include, but are not limited to, manufacturing, damage to the protective sheath, mishandling, stent damage, or oversized balloon and stent due to partial inflation. A review of the product manufacturing record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint, and there have been no related incidents reported for this lot. This suggests that there is no lot specific product quality deficiencies. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. In addition, all stent delivery systems are inspected for proper stent placement and stent damage.

Event description:
It was reported that during unpackaging and prior to device preparation for use, the xience v stent protective sheath met resistance and could not be removed. It was noted that the stent strut was flared and the stent implant was possibly moved on the balloon. The device was not used in the anatomy. There was no patient involvement. A different xience v stent of the same size was used in the procedure. Though requested, no additional information was provided.